Event description:
It was reported that right hip revision due to painful right hip with heterotopic ossification. The surgeon did not make any intraoperative comments.

Manufacturer narrative:
An event regarding pain with heterotopic ossification involving a trident insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies there have been no other events for this lot. It is likely the reported pain was caused by the reported heterotopic ossification. No further investigation for this event is possible at this time as no devices and no medical information was received by stryker orthopaedics.

Event description:
It was reported that right hip revision due to painful right hip with heterotopic ossification. The surgeon did not make any intraoperative comments.

Manufacturer narrative:
The unknown v40 36mm-5 biolox head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.